Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges noticing liquid and smelling insulin at the adapter site. Caller alleges that the threading on the adapter was faulty and the connection was not tight enough which caused the leak, air bubbles, and elevated blood glucose. No adverse event reported. Requested return of the alleged device for evaluation.